Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist (tss) rebooted the server and restarted all services. The tss encountered error 503 on the pes website, checked iis and restarted the application pool using the carefusion service identity. The tss refreshed and confirmed the pes page loaded successfully. The tss called the customer, who reported continued login authentication issues. Later tss found bd ad sync service not running and failed to start and then disabled the service, updated the account credentials, and restarted it successfully. The customer still experienced authentication issues and noted that carefusion service credentials were not updated everywhere. The tss logged into the pes website without issue and updated the password under settings, interface setup, user domains. The issue was resolved. The system functioned as intended after technical support specialist troubleshot the device

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was informed that the hospital network was down and requested to reconfigure all stations to new temporary network. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.